Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 73.0, 76.0, 129.0 and 133.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and had offset coil winds. Upon functional testing, the smart coil was advanced through its introducer sheath with resistance due to the offset coil winds. Resistance was experienced while attempting to advance the smart coil through the hub of a demonstration microcatheter due to the offset coil winds, and the smart coil could not advance any further. Conclusions: evaluation of the returned smart coil revealed offset coil winds along the embolization coil. If the introducer sheath is not aligned properly within the hub of a parent device prior to advancement, resistance may be experienced and damaged such as offset coil winds may occur. Further evaluation revealed pusher assembly kinks. If the pusher assembly is mishandled during advancement against resistance, damage as kinks may occur. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the superior mesenteric artery (sma) using penumbra smart coils (smart coils) and non-penumbra microcatheter. During the procedure, the physician placed a smart coil in the target vessel using the microcatheter. The physician then attempted to advance the next smart coil out of its introducer sheath; however, the smart coil was stuck within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using another smart coil, pod packing coils (pod pcs) and, the same microcatheter. There was no report of an adverse effect to the patient.